Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) the analysis results found that the 6tb45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the knife worked as intended.

Event description:
It was reported that during an open lobectomy, the knife of device did not return to the home position at the 1st firing when it was used on the lung parenchyma. The cartridge was blue. There were no problems with stapling and cutting the target tissue. The device was released by returning the firing trigger to the home position by hands. When a white cartridge was loaded into the same device, the same event occurred at the 2nd firing. Reinforcement material was not used. The deployed staples were b-formed shape. Another device was used to complete the procedure. There were no adverse consequences for the patient.